Manufacturer narrative:
Analysis found that the visual inspection was normal.

Event description:
Related manufacturer reference number: 2017865-2023-10703. It was reported that the patient presented with skin erosion at implanted device pocket site during follow-up in clinic. The lead was eroded. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The patient was discharged.